Event description:
During the implant procedure, the collet on the tunneller snapped causing excess bleeding and vessel damage. Physician applied pressure to stop the bleeding. This resolved the issue.